Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary stress incontinence. Following insertion the patient experienced abdominal pelvic pain, and dyspareunia. It was reported that patient underwent mesh removal lysis of adhesions, bilateral ureterolysis, robotic- assisted laparoscopic trachelectomy, uterosacral ligament colposuspension, retropubic mid suburethral sling (sparc procedure) l on (B)(6) 2013 due to dyspareunia, pelvic pain, obesity, tobacco use, and voiding dysfunction.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).